Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a, b, c, g and d codes and manufacturer narrative. Investigation summary: the report of device was pumping air through the line was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing the returned pump modules alarmed for air in line appropriately at the 250l configuration threshold settings. The pump modules were also tested for accumulated air bolus detection. After approximately 8 and 10 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. A review of pump modules and pcu error logs showed no errors related with the reported incident. The pump module s/n (B)(6) event logs showed no infusions recorded the day of the reported incident. On (B)(6) 2025, at 11:26 pm, an infusion of ivf + kcl 20meq/l was programmed with the pump module s/n (B)(6) using guardrails IV fluids with a rate of 125ml/h and vtbi (volume to be infused) of 1000ml. The profile in use was identified as ¿mammoth lakes v5¿. The infusion started with a pvi (primary volume infused) of 0ml and an svi (secondary volume infused) of ml. On (B)(6) 2025 at 2:12 am a delay of min was programmed, then, at 2:17 am the delay finished, and the infusion was restarted. At 5:52 am a secondary infusion of metronidazole was programmed with a rate of 100ml/h and a vtbi of 100ml, then, at 6:14 am the rate was changed to 200ml/h. At 6:34 am the vtbi was changed two (2) times to 5ml, then, the secondary infusion was completed, and the primary infusion was restarted. At 6:38 am the pump module was powered off with a pvi of 797.023ml and an svi: 106.211ml. At 7:08 am the pump module was powered on, and the user selected the restore function, then, the infusion restarted with a rate of 125ml and a vtbi of 202.977ml. At 8:47 am the primary infusion was completed with a pvi of 1000.09ml and an svi: 106.211ml, then, the vtbi was changed to 950ml, and the infusion was restarted again. Between 10:11 am to 2:12 pm two (2) delays of 60 min and one (1) of 1 hour 20 min were programmed. At 2:41 pm the last delay was cancelled with a pvi of 1390.39ml and an svi: 106.211ml. Then a new secondary infusion of metronidazole was programmed with a rate of 100ml and a vti of 100ml. At 2:45 pm the infusion alarmed occlude patient side, then, at 3:01 pm the infusion was restarted. At 3:58 pm the secondary infusion was completed with a pvi of 1391.02ml and an svi: 206.214ml. The primary infusion was restarted. At 6:22 pm the pump was powered off with a pvi of 1694.49ml and an svi: 206.214ml. No further infusions with the suspect device were performed the day of the reported event. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to service: devices were disassembled for this investigation, please ensure proper screw torquing and testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the reported ¿device was pumping air through the line¿ was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump modules were fully tested, evaluated, found to be operating within specification and no issues or anomalies were observed during laboratory testing.

Event description:
It was reported by customer "alaris was pumping air through the line". There was patient involvement however no patient harm.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "alaris was pumping air through the line". There was patient involvement however no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer "alaris was pumping air through the line". There was patient involvement however no patient harm.